Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was previously implanted in the ureter and was removed on an unknown date. According to the complainant, during withdrawal of the previously implanted stent, the kidney side pigtail of the polaris loop ureteral stent could not be straightened, making it difficult to remove. The stent was successfully removed by withdrawing it slowly. The procedure was completed by placing a percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.